Event description:
It was reported the patient had his spectra removed and replaced with an inflatable penile prosthesis for unknown reasons. No patient complications were reported in relation to this event.